Event description:
As reported: "after sterilising an unused hoffman 2mri carbon bar several times, parts of the product began to peel off."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.